Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump system was explanted and not replaced due to infection. The pump contained lioresal. It was reported there was no patient injury. The patient recovered without sequelae.